Event description:
During surgery the simplex did not mix properly. It hardened too quickly. The surgeon tried two times with the same outcome. The simplex was kept in the refrigerator (less than 25c) and was mixed by summit medical hivac syringe. At this point the surgeon used endurance, and completed the surgery. The cement was not injected into the pt but to obtain endurance, the surgery had to be suspended for an hour with the pt under anesthesia.